Event description:
It was reported the patient was admitted for concerns of pump thrombus with elevated lactate dehydrogenase (ldh) and hematuria. Upon interrogation of the alarm history, the site noticed some pump off alarms on (B)(6) 2024 around 23:30. The patient was not aware of the pump off events. The patient was placed on an ungrounded patient cable. The patient previously had a clamshell repair done on the driveline with rescue tape applied to the majority of the remaining driveline (MFR# 2916596-2024-06265). Due to the current condition of the driveline, it was covered with tongue depressors and tape. Following review of the submitted log files by tech services, it appeared the speed reduction and pump off events occurred on 28aug2024 while connected to mobile power unit (mpu) power. The submitted x-ray images appeared to show some inconsistency in the shielding near the distal end of the driveline. There also appeared to be a no external power event captured in the log files recorded on 17aug2024 at 12:15:07 pm while connected to mpu power. The emergency backup battery (ebb) was used to support the system during these events and motor function was not affected. Additional log files were provided on 03sep2024 as the patient had experienced several pump off and low flow events despite being on an ungrounded patient cable and/or battery power. The nursing staff noted that the ventricular assist device (vad) did not alarm for any of the events. Log files confirmed speed reductions and pump stop events while connected to power module/patient cable power which indicated a potential phase to phase short. The patient underwent a pump exchange on (B)(6) 2024.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events consistent with suspected driveline wire damage; however, a specific cause for these events could not be conclusively determined through this evaluation. The report of suspected thrombus could not be confirmed as no product or diagnostic images were submitted. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. A review of the submitted log files found pump stop events on between (B)(6) 2024 and (B)(6) 2024 while the device was connected to the mobile power unit or the power module with an ungrounded patient cable. Low speed advisory, low speed hazard, low flow hazard, and/or motor stop alarm flags were active during the pump stop events. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. A no external power alarm was also noted on (B)(6) 2024 when power to the mobile power unit (mpu) appeared to have been lost; refer to the mpu investigation regarding this finding. The system appeared to be operating at the fixed speed, and there were no other notable alarms active in the log files. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including device thrombosis, hemolysis, and bleeding (perioperative or late). Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Additionally, the heartmate ii unshielded power module patient cable IFU, rev. C is currently available. This document, under ¿cautions¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module.¿ the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.